Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had back and leg pain last night and turned the stim down from 3.8 to 3.2. Advised patient if she feels any pain or discomfort to turn stim down. Patient also stated it was hard for them to feel stim since they had neuropathy. Patient was worried that they were not voiding very much. Patient also mentioned that they had bladder infections. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.